Event description:
Customer alleges bed is locked with the head spring in the full upright position. No injury alleged.

Manufacturer narrative:
No RMA has been initiated for this issue. Model 5310ivc, serial number/date code (B)(4) is approximately 7 years old. The owner's manual part number 1114836 rev d (dec-03) was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer is a (B)(6) male. The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. The consumer's nephew stated that the head of the bed was locked in the upright position. The cord for the bed allegedly shorted out and the head of the bed could not be lowered, even manually. The dealer has replaced the cord and the bed is now operating correctly. No injury alleged. No RMA has been issued at this time.